Manufacturer narrative:
The clinical patient ID is (B)(6). The patient's date of birth is (B)(6). The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. The initial reporter address is (B)(6). Report source: study source - (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. On (B)(6) 2016 the patient was admitted to the hospital as planned by the physician for the bronchial thermoplasty treatment. On (B)(6) 2016 the patient underwent the first bronchial thermoplasty procedure performed in the right lower lobe of the lungs. No issues noted with the device. According to the complainant, on (B)(6) 2016 the patient developed lower respiratory tract infection that was treated with medication. The exact type of medication administered to treat the infection was not reported. It was necessary to extend the patient's hospitalization due to this event. On (B)(6) 2016 the patient recovered from the lower respiratory tract infection. On (B)(6) 2016 the patient was discharged from the hospital.